Event description:
It was reported that the sensor deployed on its own. Product was provided for evaluation. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).